Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy disengaged into the patient. Reportedly, after firing the tissue gap control button disengaged into the pt. The jaws of the device could not be closed to remove from the trocar. So, the device and the trocar were removed. An x-ray was taken. A re-operation was performed in 2001 to remove the metal piece.